Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the circumstances that led to the stimulation dropping to 0 was due to the patient having an increase in their neuropathy pain. The patient was sent a new charger for her device, and everything seems to be working great. The issue was resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that 3 times ¿this month¿ her stimulation has dropped to 0. The patient reported that ¿all of a sudden everything is hurting.¿ the patient reported that she was sitting when it happened and her feet started tingling and she realized that she was at 0 intensity. The patient also reported that her implant site had been sore and that she couldn¿t feel her intensity adjustments, she said she would turn up the intensity and not notice the increase internally. No further complications were reported.